Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, manufacturing instructions, and quality control data. The complainant returned one used device and five unused devices for investigation. Visual examination of the used device showed that the wire was elongated and that the distal weld was partially separated from the coil. The distal 22.5cm of coil were very floppy, which was confirmed to be due to the safety wire separating from the distal weld. The coil outer diameter was measured to be within specification. The wire guide length was measured out of specification due to the safety wire separation and subsequent elongation, so that measurement cannot be confirmed to be manufactured out of specification. The five unused wire guides were returned unopened in their original packaging. All wire guides were measured to be within specification for coil outer diameter and wire guide length. No surface damage or any other issues were noted on any of these wire guides. All relevant dimensions were measured to be within specification for all of the returned devices. None of the returned devices could be confirmed to be manufactured out of specification. A review of the device history record revealed there are no non-conformances associated with the complaint device lot. A review of complaint history shows this is the only complaint associated with the complaint device lot number. A manufacturing cause of failure is not suspected since relevant dimensions on all of the six returned devices were measured to be within specification. Additionally, there are no non-conformances or other complaints under this lot. Relevant verification testing has been performed on this product, and there are numerous checks in place to capture this failure mode. Since a manufacturing cause of failure is not suspected, it reasonable to suggest that the device failed due to a random component failure. Very little procedural information was provided. The device reportedly unraveled when a stent and pusher was passed over it. It is possible that the unknown stent and/or pusher caught on the tip of the wire guide as it was being advanced, but without knowing the make and model of the stent, this cannot be confirmed. The patient condition was asked, but is unknown. Failure due to tortuous patient anatomy cannot be confirmed due to lack of patient information. Considering this information, it is feasible to suggest that it is possible the device failed due to a random component failure. However, a definitive conclusion could not be made. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information has been provided since the last report.

Manufacturer narrative:
(B)(6). PMA/510(k) #: pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported while using the fixed core wire guide during a ureteroscopy procedure the wire delaminated when the stent and pusher was being passed over. According to the reporter, no unintended part of the device remained inside the patient's body. No additional procedures were required and there were no adverse effects to the patient. Additional patient and event details have been requested. At the time of this report, no further information has been forthcoming.